Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during the device inspection. That the subject device exhibited foreign material in the air/water-cylinder and air/water tube. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction: (d9¿ device availability; returned to manufacturer) should be: 10/20/2024. Correction: (g3 ¿ date received by manufacturer) should be: 10/22/2024. A review of the device history record found there were no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the investigation results, foreign material in a/w cylinder and foreign material in a/w channel, could not be identified. The legal manufacturer was unable to confirm if reprocessing steps were performed according to the instructions for use. We could not identify the foreign material. We could not specify root cause of the material remained in the device. Although we confirmed foreign material adhered/clogged in a/w-cylinder and a/w-channel from provided photos by sbc, could not identify the material. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿chapter 3 preparation and inspection. Chapter 5 reprocessing the endoscope¿. Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide correction in the initial report for g3 annex: "date received by manufacturer". The previous report stated september 22, 2024. However, the correct date was october 22, 2024.